Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: promus select ous mr 24 x 2.25mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31mar2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25x24mm target lesion was located in the severely tortuous and non-calcified coronary artery. A 24 x 2.25mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.